Event description:
It was reported that the numbers on the screen were ramping up from one to six, and then stopping. It was stated that a button appeared to be stuck. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The unit had a frozen display. Unable to confirm the keypad anomaly due to the frozen display. The unit also had a cracked reservoir tube lip.